Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to the surgical intervention required to treat the patient's chronic otitis media. It was also reported that the patient had experienced pain and intermittency, as well as migration of the electrode array. The device was explanted (B)(6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.